Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient underwent a pump exchange. No additional information was provided.

Manufacturer narrative:
This event was determined to be duplicate and reported in manufacturer reference number: 2916596-2024-00749.